Manufacturer narrative:
The device is not available for evaluation; therefore, a comprehensive evaluation cannot be performed. If additional information becomes available, a supplemental report will be submitted.

Event description:
The customer reported that a primary plum set was seeping chemotherapy drugs from airway end. The patient involvement is unknown and there is no report of patient harm.